Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified the tubing to the reservoir was broken. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100776442. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).